Manufacturer narrative:
One device was returned for repair in used condition. The device has not been serviced in the past 12 months. Visual evaluation found a damaged downstream occlusion (dso) seal. The customer¿s reported problem, downstream sensor failed calibration and cassette error alarm, was verified by visual inspection. The cause is the bad dso sensor. Replaced dso sensor to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device had downstream occlusion (dso) sensor failed calibration and cassette error alarm. There was no patient involvement.